Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no data in the black box or download histories from the time of the reported occlusions due to continued patient use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. No occlusions occurred during testing. An occlusion was induced and the pump emitted the appropriate audio-visual alerts. Recurring occlusions are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient's dad/reporter claimed that the patient's blood glucose reading elevated to 600 mg/dl while the patient had multiple occlusion alarms on the animas insulin pump. The patient had symptoms of nausea and headache at the time of concern. The reporter denied any bent/kinked cannula or blood at the site. Troubleshooting revealed the patient had a site issue. Reportedly, the patient is very thin and his infusion site is tender. The reporter claimed the site issue only occurs at the abdomen area. The patient's dad reported that a site change at the time of concern returned the patient's blood glucose to 150 mg/dl. During a follow-up phone call on (B)(6) 2011, the reporter indicated the patient's blood glucose is within normal. There was no animas insulin pump malfunctioned associated with the alleged event. This complaint is being reported because the patient had elevated blood glucose and symptoms suggestive of a hyperglycemia while on insulin pump therapy.